Event description:
The customer reported issues with system check and quality control (qc) recovery for multiple assays involving the unicel dxi 800 access immunoassay system. This report is one of three referencing the event date noted. The customer indicated patient samples were analyzed at the time of the event, however, patient results were not released from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter customer technical support advised the customer not to operate the system with a failing system check, and to retest the involved patient samples back to the last acceptable quality control. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) proactively replaced the substrate fluidics components; all available system check data indicates no issues with substrate fluidics (substrate mean and precision were within specification). On (B)(6) 2014, the fse continued addressing unwashed system check failures. The fse performed peristaltic pump flow test and determined that the minimum flow rate of the pump, associated with the aspiration (washing) system, did not meet specification. The fse replaced the peristaltic pump tubing and noted system check passed. The instrument was returned to normal operation. All related medwatch reports associated with this incident: 2122870-2014-00709, 2122870-2014-00710, 2122870-2014-00719.